Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred on the date of the explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(4).